Event description:
It was reported the procedure was to treat a lesion in the carotid artery. During preparation of the nav6 embolic protection system (eps), the distal end of the delivery catheter was bent, making it impossible to insert the filter into the delivery catheter. A new nav6 was used without issue. The 7-10/40 acculink self expanding stent system (ses) was advanced to the target lesion however during deployment, the handle slider was advanced however the stent failed to deploy. Deployment was attempted again however no stent deployed. The ses was removed and the procedure completed using a new acculink. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent implant was partially deployed (flowered) 1.5 centimeters (cm) from the distal end of the sheath.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 90% stenosed anatomy resulted in the noted kinked sheath preventing the shaft lumens from moving freely; thus resulting in the noted handle slider mechanical jam and ultimately resulting in the reported/noted activation/deployment failure. There is no indication of a product quality issue with respect to design, manufacture or labeling.